Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient disconnected a solution bag and reconnected a new solution bag, reusing the disposable cassette. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single use supplies for peritoneal dialysis therapy. This event occurred in fill five of six while the patient was connected. The patient stated that they disconnected a bag and nothing drained out and then reconnected another bag. The technical service representative (tsr) assisted in ending therapy and advised never to disconnect and add a bag. The tsr advised patient to start over using new supplies or use manual supplies to complete therapy. The patient stated that they did not have extra supplies to complete therapy with. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.